Manufacturer narrative:
The norepinephrine infused was levophed. The patient was noted with improved blood pressure of 19:30 and transferred to the medical intensive care unit (micu).additional information e4, h10: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. There is evidence of the customer reported problem 'downstream occlusion alarms' in the event history log. The event appears as ''downstream occlusion!''. There is no evidence of the customer reported problem downstream occlusion alarms were cleared (not auto-restart)' in the event history log. Each ''downstream occlusion!'' Event was followed by an auto-restart, manual starting of the pump, .auto restart canceled, or the door being opened to reload the set. There is evidence of the customer reported problem air in line' in the event history log. The event appears as ''air-in-line!''. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse at appropriate rate of norepinephirine during patient therapy and also alarmed multiple downstream occlusion alarms (which did not auto-restart) and air in line alarms. 2-3 hours after the start of the infusion, there were no alarms, but the dose was increased multiple times. There were some downstream occlusion alarms and the dose continues to be increased until the infusion is stopped and the pump was turned off. The event happened during patient use at the emergency department and the device was swapped out. There was no known patient injury or medical intervention associated with this event. No additional information is available.